Event description:
Hospital reported that while a staff member was attempting to use the camera handle to move the cupola, the integrated camera detached from the light head. Unit was not being used for patient care when event occurred. No injuries resulted from the incident. (B)(4).